Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown size 11 securfit stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Patient requested implant.

Event description:
Patient presented with right hip pain. Upon x-ray securfit stem appeared to be subsided. Revision performed replacing with mod restoration cone conical construct.